Event description:
It was reported the patient had an action device revised in (B)(6) 2013 due to infection. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Date of event: approximately (B)(6) 2013. Pump: catalog #: 72402287, serial #: (B)(4), implant date: (B)(6) 1999. Balloon: catalog #: 72402105, serial #: (B)(4), implant date: (B)(6) 1999. Cuff: catalog #: 72401962, serial #: (B)(4), expiration date: (B)(6) 2018, manufacture date: 01/2013, implant date: (B)(6) 2013.